Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company rep reported that a patient was revised to a proximal tibia due to broken screws in tibia intercalary implant.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown screw was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that x-ray confirms broken screws but deemed the information insufficient and rejected it for a medical review. Further information such as operative reports are needed for completion of the assessment. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that screw was broke in tibia intercalary implant. The event was confirmed as per provided medical records that were submitted to consulting clinician who indicated that x-ray confirms broken screws but deemed the information insufficient and rejected it for a medical review. The root cause of the event could not be determined because insufficient information was provided. Further information such as return of device & operative reports are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Company rep reported that a patient was revised to a proximal tibia due to broken screws in tibia intercalary implant.